Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic-chest anastomosis surgical procedure, the arm 1 continued to fault repeatedly. The customer called the technical support engineer (tse) after the case and stated this occurred near the end of the case. The customer stated they ended up finishing the case with three arms and had tried to power cycle the system several times, but the issue remained. The tse reviewed the logs and found an issue with the distal set-up joint (suj) on armnet1. The tse walked the customer through a hard power cycle of the patient side cart (psc), but the issue remained. The tse instructed the customer to try and exercise the arm and then run the system through a hard power cycle of the psc one more time, but the issue remained. The tse informed the customer they could use three arms if the surgeon agreed, or they could use their other system psc instead if it was available. The customer would speak to the surgeon to see how they would like to proceed. The tse collected case information and the call was ended. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue and replaced the outer distal set up joint (suj) to address the reported issue. Isi received the distal suj; however, the failure analysis is in progress. A supplemental MDR will be submitted if any additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place on (B)(6) 2023, during an esophagectomy procedure. The system had been used to complete other cases prior without issue and was used on this case without issues until the last 30 minutes of the procedure. There was no injury to the patient. In addition, the failure analysis evaluation of the outer distal set up joint (suj) was completed. The unit was placed on a test system and triggered error 23103. The error was also confirmed via logs. The unit was also installed on a testing platform, and it failed the wrist encoder test.

Event description:
Refer to h10/h11 for follow-up information.